Event description:
Received info that following the entire replacement of the device sys due to high impedance readings, the pt was not receiving therapeutic stimulation. It was later reported the pt had additional surgery to replace the lead and currently has a paddle lead implanted. The pt is reported to now be receiving effective stimulation. Additional info has been requested and if received, a f/u report will be sent. Please reference MFR report 3004209178200903454 for info on the initial replacement surgery due to high impedances.

Manufacturer narrative:
(B)(4).